Event description:
Additional information received from a healthcare professional (hcp) reported that the patient first started experiencing the difficulty walking in (B)(6) 2015. The cause of the shocking and difficulty walking was not determined. It was presumed to be the device and there were no further episodes or symptoms after the device was turned off in (B)(6) 2015. Troubleshooting performed included plain films taken to determine the placement of the generator and electrode. No other diagnostics were performed. The patient turned the generator off and had no episodes of fecal incontinence and requested explant of the device, which was performed successfully on (B)(6) 2016. The explanted device was discarded.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported three shocking incidents. The patient was not feeling stimulation because she turned it off after the third shocking incident. No more shocking occurred after she turned stimulation off however, she still had difficulty walking. There was no medical procedure, emi, trauma or fall related to this issue. The patient had moved twice and was doing a lot of heavy lifting. During the first incident ((B)(6) 2015), she was dusting, the second incident ((B)(6) 2015 morning), she was in bed and the third incident ((B)(6) 2015 noon), she was lying on the couch. The symptoms were on the left side from the implantable neurostimulator site down the whole leg. This was noted to be sudden. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. Further follow up is being conducted for the cause, troubleshooting and actions/ interventions related to the shocking. If additional information is received, a follow up report will be sent.